Event description:
It was reported that patient allegedly sustained personal injuries on (B)(6) 2011 from the implantation of stryker rejuvenate hip components.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined.